Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that there was no power to the system. Review of the system log file showed that the control module power was not normal. Upon troubleshooting fse turned on the power distribution and circuit and found that led lights were not visible and observed the power supply issue with pdu fan tray and dcps. To resolve this issue, fse installed a new pdu fan tray and powered on the system. The system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system failed to boot up. The device was not in clinical use. No harm to the patient or user was reported. Philips has started an investigation of this complaint.